Event description:
The bunnell life pulse high frequency ventilator system alarmed, "humidifier alarm". The humidifier cartridge/circuit was replaced and operation resumed as normal. No harm or injury to pt. Note: normally this is a non reportable event. However, bunnell received a medwatch report from the users facility, and per the co's internal procedures all third party reports are automatically a reportable event. Date of event was 2000, however, the co had not received the medwatch report from the user facility until 2000.